Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) turned off by itself during a surgical procedure and stopped pacing. It was noted that the epg¿s batteries were good. The patient experienced a third-degree atrioventricular (av) block and had no intrinsic rhythm during the malfunction of the epg. Troubleshooting steps were taken, and the epg was turned on again and worked fine. However, the epg was replaced with another epg to ensure patient safety during the procedure. It was noted that medications were administered to the patient during the surgical procedure to increase the ventricular rate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) turned off by itself during a surgical procedure and stopped pacing. It was noted during analysis that the epg turned on/off without any abnormalities. Additionally, it was noted that the hanger assembly was broken. The c277 component on the printed circuit board (pcb) was damaged. There were no errors found in the log files. The epg passed the incoming test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.